Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214, k923607. H4: device manufacture date: unknown due to unknown lot number. Investigation results: since the actual samples were not returned, investigation of it could not be performed. Since the involved lot number was unknown, investigation of manufacturing records, shipping inspection records, and past complaint files could not be performed. Findings from experience and study: based on past findings, we are aware that the outer layer may be peeled off when a radifocus guidewire m is used in combination with a metal needle. Cause of occurrence/conclusion: since the involved lot was unknown, the investigation of manufacturing history records and shipping inspection records could not be performed. Based on the description of the event, it was likely that the outer layer may have been peeled off due to the combination use of the actual sample and the metal needle. However, since the actual sample was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the guidewire was used in percutaneous nephrolithotripsy (pnl) in the urology department. The guidewire was inserted from the proximal end of hanaco 18g metal needle for the procedure. When the guidewire was pulled out, the urethane on the surface was in a state of having been scraped off. The scraped piece(s) remained in the patient as it was impossible to be retrieved. The patient was harmed but not seriously. The procedure outcome was not reported.